Manufacturer narrative:
Inspected one random opened and used partial sensor and performed continuity resistance test and sensor passed per specifications. Also performed bicarbonate buffer test. Sensor passed per specifications. See attached file for more details. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 80 mg/dl, 120 mg/dl, 125 mg/dl and the sensor glucose was 55 mg/dl, 40 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.